Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient had complications of hcva. Family wished for both centrimag and hvad to be turned off. Shortly afterwards, patient expired (B)(6) 2016 with the official cause of death as complications of hcva. The treating doctors noted the death as not pump related. Hvad was at 2200 and cmag at 3000 rpms for this patient. Wbc elevated since (B)(6) 2016 am. CPR elevated. Multiple cultures, no growth. (B)(6) 2016: c-mag placed. (B)(6) 2016: tamponade and opened and bedside. (B)(6) 2016: stroke like symptoms, no CT. CT scan (B)(6) 2016 9am: findings: gyriform areas of high attenuation and high attenuation filling the sulci demonstrated at the right frontal lobe. There is mild surrounding vasogenic edema. Additionally there is new patchy decreased attenuation at the right frontal lobe, corona radiata, occipital and parietal lobes, and corpus callosum, which are new from prior concerning for areas of infarction. There are no extra-axial masses or abnormal fluid collections. The ventricular system is within normal limits of size for age and shows no distortion by mass-effect or evidence of hydrocephalus. There is no fracture or destructive osseous lesion. The extracranial soft tissues are unremarkable. Small opacity noted in the left ethmoid sinus and complete opacification of the right sphenoid sinus demonstrated. The mastoid air cells are clear. Impression: gyriform areas of high attenuation and high attenuation filling the sulci at the right frontal lobe. Differential considerations include right frontal subarachnoid hemorrhage or hemorrhagic conversion of infarct or combination of both. There is no distortion by mass effect or hydrocephalus. There are areas of patchy decreased attenuation at the right frontal lobe, corona radiata, occipital and parietal lobes, and corpus callosum, which are new from prior concerning for areas of infarction. CT scan (B)(6) 2016 3 pm: findings: stable appearance of gyriform areas of high attenuation and high attenuation filling the sulci of the right frontal lobe. Surrounding vasogenic edema appears similar. The ventricular system is stable in configuration without evidence of distortion by mass-effect or evidence of hydrocephalus. Patchy low attenuation areas in the right frontal lobe, coronal radiata, occipital and parietal lobes, and corpus callosum again demonstrated. No new areas of acute infarction. There is no fracture or destructive osseous lesion. The extracranial soft tissues are unremarkable. Left anterior ethmoid sinus and bilateral sphenoid sinuses demonstrate mucosal thickening. The visualized left maxillary antrum is opacified. The right maxillary antra and mastoid air cells are clear. Impression: no detrimental change. No significant mass-effect or hydrocephalus in this patient with findings suggestive of multiple areas infarction with probable hemorrhagic conversion of infarction with stable scattered subarachnoid blood.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that post op patient continued to require dobutamine. Rvad was being weaned off progressively and patient became unresponsive. Blood thinners stopped and peruse comfort care measures. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.